Manufacturer narrative:
Lot number(s): hcg9060162. Expiration date(s): 06/2011. Control lot: 25miu/ml hcg urine control lot: hcg100113-01; 100miu/ml hcg urine control lot: hcg100513-01; 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine controls. (N=5). Clearly positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine controls. (N=5). Clearly positive results were observed at 3 minute read time when tested with 237.6iu/ml hcg urine controls. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Investigation pending on customer return. No corrective action at this time as no product deficiency was established.

Event description:
Caller reported several false negative urine hcg pregnancy test results. Customer was notified by a couple doctors that they are seeing false negative hcg results with medi-lab performance hcg urine test dipstick when pts are seeing positive results with home pregnancy test or confirmed by beta hcg serum test. Customer has no info (medical history, medication, etc, ) on pts.